Event description:
It was reported that this pacemaker inaccurately detected atrial tachycardia as non-sustained ventricular tachycardia (nsvt). No inappropriate therapy was delivered. The health care professional (hcp) inquired what programming options were recommended to prevent recurrence. Technical services (ts) recommended increasing the ventricular tachycardia (vt) rate cut off. No adverse patient effects were reported. The device remains implanted and in service.